Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Fever [pyrexia]. Rash all over both legs [rash]. Chills [chills]. Felt sick [malaise]. Case description: spontaneous report received on 04/07/2008 from a physician via a company rep regarding a male pt, the pt's medical history included osteoarthritis in both knees, diabetes, and hypertension. The pt received injections of synvisc in both knees eight days in 2008. After the pt's first synvisc injection, the pt developed a fever and felt sick for 24 hrs. Two days after the second synvisc injection the pt developed a rash all over both legs, fever of 102 to 103 degrees, and chills. The pt was hospitalized in 2008. The pt had a high white blood cell count of 24,000 and high levels of c-reactive protein. The pt was started on broad spectrum antibiotics. Bacterial cultures were taken and came back negative. The pt's temperature decreased to 100 degrees and his white blood cell count was down to 12,000. As of the date of receipt of this report, the pt had not yet recovered.

Manufacturer narrative:
Eval summary: the prod lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any prod complaint. Genzyme will continue to monitor complaints.